Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Air entered the blood circuit as the operator inadvertently did not clamp the saline line during a routine hemodialysis treatment. Air alarms occurred. The operator did not attempt to remove air as too much air was in the circuit. Rinseback was partially completed resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator inadvertently failed to clamp the saline line when entering treatment. The cycler alarmed appropriately. The user's guide provides adequate instructions for pt connections when entering treatment mode. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review the event with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.